Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be, "belt temperatures too low after nip roller and heated section." The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the arctic gel pad product ifus were found to be adequate based on past reviews.

Event description:
It was reported that the nurse had a 2-month-old cardiac arrest patient on an arctic sun device. The nurse stated that the device had switched to rewarm mode, but the patient was not rewarming, the patient temperature was 33.4c and the water temperature was 26c. The nurse stated that the device was in normothermia, the nurse just increased the rewarming rate to maximum and changed the device to hypothermia mode. The nurse had set the device to rewarm from 33.4c. The nurse stated that (B)(6) baby had a poor prognosis, and the baby was getting colder and should be rewarming on the device. Stated that the nurse got an alert 113 (reduced water temperature control), the water level was 5, the heater command was 0, the mixing pump command was 0, the flow rate was 0.4lpm, and the inlet pressure was -6.6psi. The nurse had disconnected and reconnected the pad, the flow rate was 0.2lpm, the inlet pressure was -7.5psi and the circulation pump was 43percent. The nurse disconnected, rotated the clamps 180 degrees, and reconnected the pads, but the flow did not improve. The nurse confirmed tubing was straight, not kinked, and not pinched/going up and was over an isolated bed. Mss suggested changing the pad, the flow rate was 1.1lpm, inlet pressure was -7psi, circulation pump was 29.2 percent and heater command was 100 percent. The nurse stated that the family was in the room, so they did not remove the first pad yet. The nurse suggested would remove and send it to the front desk for noting the lot number of the pads. The nurse stated that the water temperature was up to 30c by the end of the call. Mss called back a few hours later and nurse stated that the baby continued to have trouble with warming. The nurse changed the rewarm rate to maximum and the baby started to warm so the nurse changed the rate back to 0.2c/hr. At that time the patient's temperature started to decrease again. Currently, the patient's temperature was 35c. Mss suggested not to change the rate and to ensure the baby was tacked in the pads and to do any external measures that could add heat by increasing the room temperature or to try a warm blanket instead. The nurse stated that the baby was currently being held by the baby's mother.